Manufacturer narrative:
Correction b5: it was reported that a novum iq large volume pump displayed an unspecified system error while infusing a dexmedetomidine (precedex) drip resulting in no medication being infused to the patient. Correction g3: date received by MFR: the correct date is 2/7/2025 (and not 2/11/2025 which was listed in the original report). Correctionf10/h6: health effect - impact code. Correction f10/h6: medical device problem code. Additional information: a1, b6, e4, h6, h10, h11. H11: a review of the event history log did identify uso sensor failure low (se 21515) on 2/3/2025, however an event occurrence date was not provided. A member from baxter r&d was on-site at the time of the report to review the event history log with the customer, their findings are: logs show extended periods of time where pump is off with set loaded i.e. Constantly clamped as well in standby for long periods of time. This could also cause under infusion issues because the tubing is clamped in valves for extended period of time. Testing was performed by the user facility which passed. The results are as follows: downstream (distal) occlusion sensor test (4.2 to 14.0 psi) results: 8.33, upstream occlusion sensor test results: pass, flow rate accuracy test (23.75 - 26.25 ml/hr) results: 24.88. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) had an upstream occlusion sensor failure error in the log. This error occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.